Event description:
It was reported that an er320 was used during an unk procedure. It was reported by the affiliate that the instrument fires the first clip well, but the others fall down. They have been retrieved. There was no consequence to the pt.